Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with the reported event was not returned for evaluation. Visual examination of the provided photographs confirmed the reported event. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the container it was evident that the packaging was damaged.